Event description:
The complaint was called out for having its lcd touchscreen display reading upside down along with screen flickering. The pump was able to pass final acceptance testing with no signs of fault. The pump was then disassembled, and an inspection of the internal components/wire connections was performed. No signs of fault were detected during inspection. The pump was re-assembled, and mock infusion was performed to verify functionality. The pump was able to perform the procedure with no issues or signs of fault.

Event description:
The following has been reported: "nurse attempted to program a chemotherapy infusion on the secondary inlet of pump sn (B)(6). During programming "screen display went upside down and began flickering". Nurse stopped program, attempted to program again with the same result. Nurse did a hard shut down and attempted same program again and encountered the same result. No patient harm occurred. Nurse retrieved a new pump for patient's infusion." A preliminary review of the logs shows the following: mechanical hardware failure (screen). There was no active infusion delayed, however there was a delay to get a known working pump to start an infusion. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.